Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient thought their implant was not working. Patient said they originally felt stimulation at implant but now they did not feel stimulation and their symptoms had returned so they could not really sleep at night. Patient said when they adjusted stimulation , it did not change the sensation because patient just did not feel anything. Prior to the report, patient noted that they increased stimulation. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude/ changing programs if medically appropriate. It was noted that patient did not feel stimulation in the correct area. Patient was guided through increasing to maximum 8.5v on program 4 and program 1, but still they felt nothing. Patient was redirected to follow up with the health care professional (hcp) to determine the issues. No further patient complications were reported/ anticipated as a result of this event.